Manufacturer narrative:
The device was returned, and the evaluation confirmed the reported event. Based on the results of the investigation, olympus confirmed that due to damage on the bending tube, the metal part was sticking out from breakage on bending section cover. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited damage on the bending tube, and the metal part was sticking out from breakage on the bending section cover. There were no reports of patient harm or involvement.